Event description:
During the procedure for calcaneal osteotomy, hardware removal, ankle scope of right ankle east off tip of current retained hardware broke during removal attempt. Both the tip and the screw removed from right foot per surgeon. X-ray obtained prior to incision closure. No retained items. No patient harm. Due to the hardware being removed from the patient, the surgeon was not aware of any identifiers on the device. Reporting this patient event, but unfortunately no company name/identifiers etc. To include. Dissection proceeded down over the screw from calcaneus. The guide pin broke off within the screw. Then proceeded with implant removal. A chisel and vice grip were used to remove in its entirety. Bone void filled with pro-dense.